Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as rubbing heart bypass incision, and eczema. The patient¿s has been in the hospital and they have a wound vac on the area. Outcome of the irritation is unknown as follow up attempts were unsuccessful.